Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure two 23mm sapien valves embolized into the aorta. The patient was implanted with a third valve and at the receipt of this report she was scheduled to be discharged from the tavr procedure three days later. Per report, the first sapien valve was aligned 50:50 within the annulus and the patient was paced at 180bpm with a map in the low 40mmhg range. Upon the complete inflation the valve migrated aortic and embolized into the ascending aorta. An unsuccessful attempt was made to place and inflate the retroflex 3 balloon within the valve and pull the valve into the descending aorta. The vascular surgeon then placed a reliant balloon within the first sapien valve and was able to move the valve into the aortic arch, but not into the descending aorta. Next, the surgeon manipulated the sapien valve using a berenstein catheter and a bentson wire to move the valve into the descending aorta. A 28mmx10cm gore tag stent graft was placed within the sapien and successfully deployed, pinning the valve against the aortic wall. The second 23mm sapien valve was again aligned 50:50 within the aortic annulus and during a slower inflation the valve again rose upon deployment landing 95:5 aortic. A third 23mm sapien valve and delivery system was prepped and advanced. While maneuvering valve #3, valve #2 became dislodged and embolized into the ascending aorta. The 2nd valve was manipulated into the ascending aorta. Valve #3 was then positioned 50:50 within the annulus , the balloon was inflated 50% and the valve migrated ventricular, was pulled back into the aorta, then went ventricular again, and was finally pulled into the annulus and deployed in a 50:50 position. The post-deployment transesophageal echocardiogram (tee) showed zero paravalvular leak and trace aortic insufficiency. The 2nd valve was then maneuvered into the descending aorta just above the initial gore stent graft, another stent graft was placed within valve number 2 and it was effectively deployed it against the aortic wall above valve #1 the patient was taken to pacu, extubated, and transferred to ICU. The coaxial alignment of the valve and the delivery system and image intensifier angle was described as good. Ventilation was held and there was no loss of pacing capture during deployment. The native valve/leaflet and aortic root calcification was described as mild. There was mild mitral annular calcification, moderate ventricular septal hypertrophy and 55 percent ejection fraction. The perceived root cause of the event was attributed to a small hyperdynamic ventricle in contact with the nose cone of the delivery system, and a non-calcified aortic annulus. This patient had undergone a bav approximately one month previous to tavr with great results and this made it more difficult for the valve to fixate into the annulus. This is one of two reports being submitted for this case; this report is for the first valve.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, device malposition, embolization of the valve and aortic insufficiency. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. A too high (aortic) implantation can result in an impingement of the coronary ostia or embolization of the prosthesis into the ascending aorta. In this case, a combination of patient and procedural factors appear to have contributed to this event. Per report, the patient had a small hyperdynamic ventricle, a non-calcified aortic annulus and had undergone a bav one month previous to the tavr procedure. These factors made it difficult for the valve to adequately appose to the native annulus leading embolization of the devices. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
(B)(4).manufacturer report number 2015691-2013-19125 was submitted for the second valve.